Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Internal file number (B)(4). The device was not returned for evaluation. Angina and ischemia are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, proximal left anterior descending (lad) artery. In addition, the patient had triple vessel disease. Pre-dilatation was performed with 2.0 x 10 mm and 2.5 x 10 mm non-abbott balloons. The 3.0 x 33 mm xience alpine stent was deployed at 10 atm. High pressure post-dilatation was performed with a 3.0 x 10 mm nc balloon at 20 atm. After stent deployment the septal artery showed poor filling and the patient experienced angina; however, the angina symptoms and slow flow recovered after treatment with nitroglycerin and integrillin. The lad had timi iii flow. Intravascular ultrasound (ivus) the next day confirmed the lad was preserved. No additional information was provided.